Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, opening linear on posterior, yellow particles and broken plug strap leak test and microscopic analysis was performed which identified: sharp broken on plug strap and sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A sharp broken on plug strap due to an unidentified (tear) opening. Creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported "any creases".